Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach by design toothbrush for dental cleaning (route: dental, lot number 226224, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke in the consumer&apos;s mouth. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(6) 2013. The lot number of the device was updated from 226224 to 22411sg s1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Product was returned and visually inspected. Device history review of the batch records for the toothbrush lot 22411sg s1 did not indicate any deviations in the manufacture of this lot. There were no manufacturing or facility atypical events, deviations or non-conformances and there were no related product, process or facility changes. A retain sample was visually inspected and met all specifications. The tufts of the claimed sample were high stressed, which indicated a possible force overload. The claimed toothbrush was manufactured according to specification. Although the returned sample received was broken, the defect was not due to a manufacturing occurrence. It was verified that during the validation of this product the toothbrush was subjected to over bend testing and no toothbrushes broke. Based on the investigation performed, the disposition of this complaint was undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach by design toothbrush for dental cleaning (route: dental, lot number 226224, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke in the mouth of the consumer. This event occurred twice. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4 )2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach by design toothbrush for dental cleaning (route: dental, lot number 226224, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke in the mouth of the consumer. This event occured twice. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2013. The lot number of the device was updated from 226224 to 22411sg s1. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.